Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the (B)(6) sensor and (B)(6) sensor kits were reviewed and the dhrs showed the libre sensor and (B)(6) sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same day of applying the (B)(6) sensor and as result, was unable to obtain sensor scans. The customer became sick and experienced symptoms described as ¿uncontrollable crying¿ and weakness. The customer was unable to self-treat, requiring third-party treatment of honey, yogurt, and 2 small ¿suisses¿ as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre 2 sensor and as result, was unable to obtain sensor scans. The customer became sick and experienced symptoms described as ¿uncontrollable crying¿ and weakness. The customer was unable to self-treat, requiring third-party treatment of honey, yogurt, and 2 small ¿suisses¿ as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.